Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set¿s distal end broke off into the stopcock. This occurred during infusion of an unspecified amount of propofol. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found that the male luer had been broken off; the stopcock and male luer were not returned with the rest of the set. The reported condition was verified. A functional test was performed in which the device was primed and observed for flow issues. The device was found to prime and flow normally with complete clamp shut off noted. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.